Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 02-nov-2018. It was reported that crossing difficulty was encountered. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified mid to distal right coronary artery. Following pre-dilation, a 4.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was fine. However, returned device analysis revealed stent damage. Synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the proximal stent struts which were lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. Examination of the hypotube, the outer and inner lumen as well as the mid-shaft section found no issues. No other issues were identified during the product analysis.